Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms and elevated right ventricular (rv) pacing impedance measurements, which were not out of range. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.